Event description:
During a total abdominal hysterectomy procedure, the stapleline was imcomplete. The surgeon manually suture to complete the procedure. The hosp has reported that no pt injury occurred.